Manufacturer narrative:
Insulin pump received with a constant blank steady white light on the display due to cracked lcd glass. Unable to verify missing segments/partial display and unable to perform any tests due to constant blank steady white light on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was solid white. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.